Event description:
It was reported that at follow up, physican found an alert for low lead impedance. The patient's condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.